Event description:
During the implant procedure, there was no pacing on the ventricular lead. The lead measurements were taken with a pacing system analyzer (psa) and the lead measurements were normal. The device was replaced, the procedure was completed, and the patient was stable.

Manufacturer narrative:
No conclusion code available. Analysis testing confirmed the device had an intermittent v-output pacing anomaly. Further testing was conducted, including microscopic inspection of the header components, which found epoxy contamination on the ventricular contact spring. This could have affected the connection between the device and lead and resulted in the loss of pacing of the ventricular output. Epoxy was also found on the a-contact spring. Sem spectrum analysis verified the contaminant is of epoxy composition. The device history record revealed that all operations were completed.